Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it alarming due to very low fio2 (fraction of inspired oxygen) readings not be confirmed or reproduced. During the device evaluation, however, ventec discovered that the device was actually providing inaccurate fio2 readings and displaying an alarm for system fault 13. The device's fio2 monitor was showing 21%, when it should have been showing a value between 54-65%. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was displaying the very low fio2 (fraction of inspired oxygen) alarm. There were no reports of patient use associated with the reported issue.